Manufacturer narrative:
Product analysis: analysis did not confirm that the programmer's screen was cracked as a result of being dropped. It was found that there was a misalignment between the stylus and the pointer on the screen. When the screen was disassembled it was found that the bezel was cracked inside. It was also noted that the power cord was damaged, and the feet of the lower case were worn. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned as a result of being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.